Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6)2015, product type: implantable neurostimulator. Product ID: 748240, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: 3387s-40, lot# v013081, implanted: (B)(6)2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v069269, implanted: (B)(6)2008, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient could not turn the implantable neurostimulator (ins) on. The patient had two inss and the turn them on and off. The patient was able to use their older patient programmer and turn the ins off on the day prior to this report, but they were not able to turn the ins back on, on the day of this report. The patient had not tried the newer patient programmer. The older programmer showed a green 9v battery light. On the following day, the patient's healthcare professional (hcp) reported that either the implantable neurostimulator (ins) or programmer were not working. The hcp wanted a manufacturing representative to meet with the patient to interrogate the inss and determine what was going on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.